Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('couldn't see the coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fatigue ("fatigue"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), anxiety ("anxiety"), joint pain ("joint pain"), peripheral swelling ("lower leg swelling\ feet swelling"), joint swelling ("ankle swelling"), pain in hip ("experienced dull ache near right hip ovary area") and adnexa uteri pain ("dull ache near ovary area") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, fatigue, memory impairment, feeling abnormal, anxiety, weight increased, joint pain, peripheral swelling, joint swelling and pain in hip outcome was unknown. The reporter considered adnexa uteri pain, anxiety, device dislocation, fatigue, feeling abnormal, joint pain, joint swelling, memory impairment, peripheral swelling, weight increased and pain in hip to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: everything seemed ok; on an unknown date: couldn't see the coils. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : fatigue, memory impairment, feeling abnormal, anxiety, weight increased, arthralgia, peripheral swelling, joint swelling, device dislocation, adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-dec-2019: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('couldn't see the coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fatigue ("fatigue"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog"), anxiety ("anxiety"), joint pain ("joint pain"), peripheral swelling ("lower leg swelling/ feet swelling"), joint swelling ("ankle swelling"), pain in hip ("experienced dull ache near right hip ovary area") and adnexa uteri pain ("dull ache near ovary area") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, fatigue, memory impairment, feeling abnormal, anxiety, weight increased, joint pain, peripheral swelling, joint swelling and pain in hip outcome was unknown. The reporter considered adnexa uteri pain, anxiety, device dislocation, fatigue, feeling abnormal, joint pain, joint swelling, memory impairment, peripheral swelling, weight increased and pain in hip to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: everything seemed ok; on an unknown date: couldn't see the coils. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: fatigue, memory impairment, feeling abnormal, anxiety, weight increased, arthralgia, peripheral swelling, joint swelling, device dislocation, adnexa uteri pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.